Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a connector anomaly could not be confirmed in the laboratory. Analysis results were normal. No anomaly was detected.

Event description:
It was reported that the device was in eri. The connector pin would not insert into the header of the device. The device was explanted and replaced.